Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high shock impedance measurements of greater than 125 ohms since the implant of the patient¿s last device. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.